Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jan 13, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision/explant surgery was performed on an unknown date due to postoperative breakage of a 4.5 mm locking compression proximal femur hook plate. It is not known when the device was initially implanted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned plate is broken through the most proximal combi-hole. The plate has surface scratches which most likely occurred during implant, usage, and explant. No other issues were noted during investigation. A visual inspection, complaint history review, drawing review, DHR review and risk assessment review were performed as part of this investigation. The complaint is confirmed. Use of the device is outlined in the 4.5mm lcp proximal femur hook plates technique guide. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.